Event description:
Implant failed due to part not retained on mating part (e.g.).

Manufacturer narrative:
Implant failed due to part not retained on mating part (e.g., additional information provided the information the complaint will be failure to osseointegrate.

Event description:
Implant failed due to part not retained on mating part (e.g., additional information provided the information the complaint will be failure to osseointegrate.